Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Verse x25 inserter/tightener tip has broken/ tip has become rounded.

Manufacturer narrative:
One (1) verse x25 inserter [product code: 2997-04-230, lot no: gm4458804] was returned to the customer quality unit (chu) for evaluation. Visual examination revealed that the distal tip of the x-25 inserter had become stripped. Also, the observed damage notes that it is in the direction of tightening. Noted damage also suggests that the inserter¿s distal tip was likely subjected to unanticipated torsional forces during the tightening step, resulting in a stripped tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the inserter¿s drive feature suggesting that a possible root cause may likely be that the inserter was attributed to higher than anticipated torsional forces during the tightening step, resulting in distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.